Event description:
It was reported that during a sleeve gastrectomy procedure, a standard operation with no problems observed using the device. Abdominal access using 2 5, 3 12 mm bladeless trocars separation of the stomach great curvature using ligasure stomach resection using gold reloads. At the fifth firing after fifteen seconds pause for proper compression was observed. The surgeon opened the device and observed bleeding from the middle of the staple line. The surgeon placed a clip to control the bleeding then continued with an additional firing. A drain was left at the end of the surgery. A day later the patient suffered from tachycardia and rapid pulse. After an additional inspection it was decided to perform an exploratory laparoscopy of the abdominal cavity. A 3 mm leak was observed at the area of the second to last, fifth firing. The opening was sewn. The patient was treated with antibiotics and released home. The device was discarded.

Manufacturer narrative:
(B)(4). Additional information dvd of the procedure was reviewed. Comments are as follows: when transecting existing staple lines it is important to do so at an angle which will enable the knife to slide past the staples in the staple line being transected. Crossing at 90 degrees, perpendicular to the previously placed staple line can cause previously placed staples to be pulled out and tissue pushed/plowed forward by the knife. The plowing of the tissue and staples can additionally cause tissue damage and disrupt the proper formation of staples just ahead of the knife of the transactional firing. Conclusion: the potential root cause of this event in my opinion was and interaction of a couple events caused by the transactional firing (sixth) transecting the fifth firing at approximately 90 degrees. This transecting angle caused staples to be caught by the knife, and plowed forward along with associated tissue. This tissue plowing then disrupted the properly placement and formation of the staples from the sixth firing. In my opinion, the revision video provided some confirming visual evidence to the suspect areas identified in the actual procedure video.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional followup: since there was bleeding, is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered? There is always such a possibility , at the hospital they carry out a lot out surgeries of this kind. How much blood did the patient lost? Was a transfusion required? No. On what tissue type was the device used? Stomach. At what location on the tissue? Upper stomach. During which stroke did the event occur? No sure but probably the second. What other color cartridges were used before and after this event? Green and gold. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Following the previous line . Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? The surgeon think yes, but he doesn't remember. Was there any difficulty removing the device from the tissue? No. What is the age and sex of the patient? (B)(6). What is the current status of the patient? Was released home.